Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill sleeve broke off while being inserted into the locking compression tubular plate. The surgeon used another sleeve and another plate in order to complete the procedure. No reported time delay or patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient identifying information is not available for reporting. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Subject device has been received. The investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system. Device history review: manufacturing location: bettlach - manufacturing date: october 3, 2007 - no non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: patient harm reported as malleolus bone fracture.

Manufacturer narrative:
Additional narrative: device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was completed: the investigation has shown that the drill sleeve is broken off and that the remaining tip is still jammed in the plate. The review of the production history revealed that both items were manufactured according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. Based on these findings it is likely that high applied mechanical force and/or placing the drill sleeve in an oblique way caused the jamming and finally resulted in the breakage of the drill sleeve. A review of the device history records found no issues that would have contributed to this complaint. No manufacturing related failure could be detected. The dimensions cannot be verified anymore due to the damage. The type and extent of damage incurred indicate that this complaint was caused by wrong handling. The is no indication for material or design related issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.